Event description:
The technician alleged the bed exit alarm would not set. No pt impact.

Manufacturer narrative:
The technician found the account zeroed the bed while a pt was on the bed. The technician zeroed the bed to resolve the issue.